Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with the same cartridge during the loading process. Blood glucose (bg) level was 151 mg/dl. A new cartridge was successfully loaded to address the event.